Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Deviced not returned.

Event description:
It was reported that the customer accidentally delivered 26 units of insulin unknowingly. Customer noted insulin on board (iob) was higher than normal and checked bolus history which confimed the bolus had been delivered. Customer's blood glucose level was impacted (60-70 mg/dl). Customer ate sugar to treat low bg level.